Event description:
Customer reports via phone that the cath lab has experienced luer lock tips blowing off the tip of syringes during procedures 7 times. Protocol is (B) (4) syringe connected to merit medical high pressure tubing, connected to a 6fr cordis pigtail catheter. Injection protocol was 12ml/sec for 36ml volume.

Manufacturer narrative:
Manufacturer report: root cause identified: root cause has not been identified. Conclusions: the luer lock nut, once it is assembled should not detach from the barrel; the syringe was designed to keep the luer nut in position during the functional test. Corrective actions: CAPA (B) (4) was initiated to address the reported complaint.